Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to the patient being very large in size and needing more slack in the lead. The lead also displayed high pace thresholds of 5.0v at 0.5ms. The lead was successfully removed and a new lead was implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.